Event description:
Procedure performed: unknown. Event description: I would like to raise an issue with one of your ports that you supply, ctf73, lot number 1541793, that unfortunately snapped during a procedure. I was wondering if you had any other issues with this product patient status: no patient injury or illness was reported.

Manufacturer narrative:
No product is being returned to applied medical for evaluation, but lot number is provided. A follow-up report will be provided upon completion of the investigation.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of a cannula shaft fracture. The wall thickness of the cannula shaft near the fracture was measured and did not meet specification. Based on the condition of the returned unit and description of the event, it is possible that the reported event was due to uneven wall thickness of the cannula and/or forces exerted on the cannula during the procedure. A historical trend analysis and review of production records was performed and no relevant documentations were identified.

Event description:
Procedure performed: laparoscopic nephrectomy. Event description: I would like to raise an issue with one of your ports that you supply, ctf73, lot number 1541793, that unfortunately snapped during a procedure. I was wondering if you had any other issues with this product. Additional information received from the hospital via email on 12may25: duplicate search was performed and it was found to be a similar incident to this complaint. Confirmed this with the healthcare person stated in the email. Additional information received from the customer via email on 20may25: no patient was injured and the patient was under anaesthetic at the time. Event date was updated to 28apr25. The procedure was a laparoscopic nephrectomy. It was during used that it snapped and the port was inserted by rotation. It snapped in half, so in 2 pieces and we believe we retrieved all pieces. A robot was not used at all. The [brand redacted] device was in use at the time. Unsure at the moment if the device is returning for investigation. Additional information received from the customer via email on 21may25: confirmation device is returning. Nca submitted a report via email on 21may25: mhra reference number 2025/005/012/501/009. Duplicate search was performed and it was found to be this complaint. Shortly after inserting a 12mm port, (lot no:1541793) into a patient's abdomen, the port snapped in half. No excessive force was being used at the time, as we were still inserting other ports at the time. The broken end fell into the abdomen. Port was removed under vision. Visually inspected to check at all parts were removed. We are happy all parts are out of the abdomen. Patient status: no patient was injured.